Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 31 unopened and 15 opened pouches. Analysis and results: there are no previous complaints of the same code-batch. Manufactured and distributed (B)(4) units of this code batch, there are no units in stock. All samples received have the first pack sealed to the second pack in the 4th sealing. This defect took place in the welding machine and these units were not sorted out by the personnel involved in this process. Final conclusion: taking into account that the samples received does not fulfill the OEM specifications, it is concluded that the complaint is justified. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.

Event description:
Country of complaint: germany. It was reported that the inner foil packaging is welded to the outer foil package, making it impossible to use this product.